Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Service replaced the r1 syringe assembly (part number 7-77650-06) and calibrated the stat, r1 and r2 probes. Syringe assembly replacement and calibration of the probes resolved the issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed falsely depressed troponin result on the architect i2000sr analyzer. The following data was provided: sid 1 initial 0.000, repeat 0.270. Sid 2 initial 0.032, repeat 0.062. Sid 3 initial 0.000, repeat 0.130. Sid 4 initial 0.000, repeat 0.021. Sid 5 initial 0.000, repeat 0.250. The customer uses the cutoff of < 0.03 mg/l. There was no impact to patient management reported.